Event description:
It was reported to philips that the device's c-arm was not moving. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during cerebral angiograms on patients to diagnose cerebrovascular conditions. The treatment was completed by moving the patient to continue and complete the planned surgery. It was reported to philips that the device c-arm did not move. The doctor in the examination room urgently contacted the third-party engineer, but the system did not work with the instruction. The third-party engineer checked and repaired the device. The customer however did not request for philips service as the device was out of warranty. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.